Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump confirmed the suture ring was missing. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. Cs reported that the office felt the symptoms were unrelated to the pump. Patient symptoms may be due to sensitivity to medication. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending completion of device analysis and review of device history record. (B)(4).

Event description:
A patient contacted technical solutions to report that they were having a feeling of overdose. They report that they felt as though they were getting too much medication and contacted someone at their physician's office for further assistance. The patient reported that they also contacted clinical specialist (cs) for additional assistance, but the office contacted the cs and told them the symptoms were unrelated to the pump. At the patient's refill appointment, an overinfusion volume discrepancy was observed as the expected volume was 9.7ml and the actual returned volume was 7.5ml. The pump was turned off and filled with saline, and the patient's symptoms reportedly resolved. Pump was then explanted at a later date. Additional communication with the clinical specialist confirmed that the patient's symptoms "presented like opioid overdose. Somnolence, drunk feeling, to the point of not being aroused, needing narcan administered and narcan drip in hospital on more than one occasion." Cs also confirmed that the attending np believed that the patient was sensitive to pump therapy.